Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device was tested using test pads by bench handling, power cycling and functional stress testing, but the reported problem was not observed. Review of the device history log did not observe any critical errors. The log has multiple occurrences of non-critical error; electrode connection has detected a fault. The pads that were being used at the time of the reported problem were not returned for evaluation. Recommend ensuring pads are properly attached to unit and verifying pads' functionality. The device was recertified and returned to the customer. No emerging trend based on similar reports